Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg has migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number (B)(4) should not have been reported as a medical device report (MDR) after additional information received indicated that surgical intervention is not planned at this time; therefore, the potential for serious injury is not present.